Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 32 devices were evaluated in the field and the issue was confirmed; 27 devices had worn components, 4 had damaged components, 1 had a misaligned component. The devices were repaired and returned. 2 devices were not evaluated as they could not be located at the user facility for evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 34 </noe> malfunction events, where it was reported the brakes were not holding. There was no patient involvement.